Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was deemed inoperable proceeding an spinal fusion surgery. It was also reported that the ipg was not placed in surgery mode prior to the procedure. As a result, the patient plans to undergo surgical intervention to address the issue.

Manufacturer narrative:
Patient weight - additional information was obtained.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced, which addressed the issue.